Manufacturer narrative:
The customers reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated there was no patient involvement.

Event description:
(B)(4). Failure device type: failure problem type: failure mode: case resolution: tech called in for help on 815ls unit has a watchdog error and also unit keeps peeping even when turn off red light by system on button. Remove battery to get unit to go off. Will have to send unit in for services unit unrestoreable. Tech thank me for my assist.